Event description:
Treatment of an aneurysm measuring approximately 11mm located in the cavernous segment of the left ica (internal carotid artery). The patient was given aspirin and plavix. On (B)(6) 2013, the patient underwent pipeline (3.75mm x 16mm) embolization treatment. The pipeline was implanted without issues; however, resistance was noticed during the retrieval of the pushwire. Upon withdrawal of the pushwire, a hemorrhage occured distal of the pipeline. Protamine was administered to the patient and a hyperform balloon was used in an attempt to control the hemorrhage. The patient went into a coma and expired two days later. Same event as MDR# 2029214-2014-00015.

Manufacturer narrative:
The catheter was returned for evaluation and it was found damaged. The evaluation could not determine the cause of the event. All products are 100% inspected for damages and irregularities during manufacture. (B)(4).

Manufacturer narrative:
This MDR is being withdrawn as this event is the same as the event submitted in MDR 2029214-2014-00015. (B)(4).